Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient reported seeing "software problem cannot continue please call mdt" message with the following details: 1 - intellis, 2 - 3.0, 3 - 243, 4 - qf_port while charging the implant. Patient stated that when they attempted to charge their implant, their ins would not charge, even though the controller was charged. Patient also mentioned that the controller would not turn off and despite attempting to plug in the controller, it still would not charge the implant. Agent had patient reset the controller. Patient confirmed that the controller did not turn on. Agent had patient reset the controller with ac power supply. Patient confirmed that the controller turned on with green light flashing. Patient unlocked the controller. Patient stated seeing no device found. Agent had patient connect the recharger and start the ins recharge session. Patient saw battery empty cannot continue recharge the controller message. Agent reviewed information and advised the patient to continue charging the controller, retry the ins recharge session, and call back if the issue persists. Recharger was getting hot. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n [(B)(6)], revealed. Analysis found:no device found and no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.